Manufacturer narrative:
Findings: pump monitored in (B)(4) oven for several days and no blank display noted. Pump received with normal operating currents. No damage found on the c13/lcd isolation tape noted. Moisture damage was found on the motor. No moisture damage on the electronics. Pump received with cracked display window corner, reservoir tube lip, minor scratched display window.(B)(4).

Event description:
It is reported that a customer's insulin pump was used in water and no longer turns on. The customer has a blood glucose level was mg/dl. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.